Event description:
We received an allegation of a discrepant high inr result for 1 patient tested on a coaguchek xs meter used at a clinic. The patient was tested on the meter within 5 minutes with results of 3.7 inr, 2.7 inr, and 2.7 inr. A different finger was used for each test. No changes were made to the patient's warfarin dose based on the last 2 results of 2.7 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was not provided. The consumer reporter was unable to provide the contact information for the individual at the clinic, therefore the product could not be requested for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The patient has antiphospholipid syndrome. Product labeling states: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." The investigation did not identify a product problem.